Event description:
Pt was revised to address loosening of the glenoid component at the cement/implant interface. The MFR of the cement used in the primary surgery is unk. The head and glenoid were removed, but only the head was replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Provided information states the surgeon removed the head and glenoid and replaced with just a head due to the loose glenoid. Review of the as400 system show that 23 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.